Event description:
On 02/26/2025, intuitive surgical, inc. (Isi) received mw5166022 stating: da vinci prograsp failure - broken cable.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.